Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct -2011) is considered to be the best estimate. Updated data: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with bilateral inguinal hernias and incarcerated umbilical hernia thereby underwent open repair with implant of perfix plugs (device 1 and 2). Per op notes, ¿on the right inguinal region, a direct and indirect hernia defects were identified and herniated with peritoneal fat. The fat was dissected free and excised. A perfix plug (device 1) with onlay patch was placed and sutured. On the left inguinal region, a direct and indirect hernia defects were noted, and the incarcerated fat was reduced. A perfix plug (device 2) was placed and secured using sutures. An umbilical hernia sac was identified with incarcerated peritoneal fat was reduced. The defect was repaired with sutures.¿ (B)(6) 2012 - patient was diagnosed with chronic right groin pain thereby underwent open repair with excision of perfix plug (device 1) and ilioinguinal nerve. Per op notes, ¿the external oblique was opened. The prior mesh (device 1) was adherent to external oblique was dissected away. Internal ring was identified and no evidence of recurrent hernias. The lateral side of prior mesh (device 1) was dissected away from the underlying muscle and ilioinguinal nerve. The nerve was adherent and stuck to the undersurface of mesh. The nerve was freed up. The mesh (device 1) and the ilioinguinal nerve were excised and sutured.¿